Event description:
It was reported to medtronic minimed that the customer experienced stomach pains and high blood glucose the customer reported a blood glucose value of 384 mg/dl. The customer also mentioned damage on the plastic ring broke off the top of the reservoir area. The customer reported no adverse event. The event involved product(s) mmt-1760kpk. Troubleshooting was performed. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of high blood glucose event. The customer was treated high blood glucose event with a bolus on the pump. Customer mentioned pump had a crack. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1760kpk was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap / reservoir does not lock properly in place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, partially broken retainer, missing o-ring, and broken reservoir tube lip. Alleged cosmetic damage was confirmed where partially broken retainer, missing o-ring, and broken reservoir tube lip was noted. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.